Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a display anomaly. Customer stated his display is doing strange things. The insulin pump is displaying lines across the screen. The customer stated he was outdoors and pump was sweaty, there appeared to be condensation on the screen. Customer's blood glucose was unknown. Advised customer to replace insulin pump and revert to back up plan.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test and was unable to prime during prime test due to faulty force sensor resistor. However, the insulin pumps passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, no delivery and self-test. No scrolling line on display or display anomaly noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had cracked case at the display window corner, minor scratched lcd window, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.